Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a black screen. The blood glucose at the time of the incident was 115 mg/dl. The self-test was performed and found that the display goes blank. The battery was changed and the customer received a failed battery test. Troubleshooting was performed and the battery cap was replaced. It was stated that the display did return with the new battery cap. The device will be returned for analysis.